Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient received a 3rd degree burn at the needle insertion point (s2) during the ablation procedure. A hakko rfa nsp 14g t-u0015-mm guiding needle was also used. Ointment was applied to the burn.

Manufacturer narrative:
(B)(4). Date of follow-up report 10/12/2015. Evaluation of the incident electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.